Manufacturer narrative:
The device was received for evaluation and repair. Product evaluation observed foreign material built up on bearings but the rep orted complaint [stalled/error code/self-activated/working intermittently] could not be duplicated or confirmed. The handpiece was cleaned and all seals and bearing cups assembly were replaced. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received for evaluation and repair. Analysis has not yet begun.

Event description:
It was reported that the handpiece stalled and then runs by itself without activating the foot pedal. Follow-up with initial reporter further clarified the event: during a case the handpiece stalled and there was an error code on the console. The device was working intermittently. The user discontinued use of the handpiece and set it aside on a cart. They began to use another handpiece and it was noticed that the handpiece they set aside had turned on by itself. They unplugged the first handpiece from the console and continued to use the second handpiece for the remainder of the case, along with the console and foot pedal, without further incident. There was no patient or user impact or injury.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.